Manufacturer narrative:
Evaluation: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize an electrode belt therapy electrode signal) has been confirmed. As received, the monitor failed incoming testing. The cause for the failure was isolated to an open driven ground resistor r781 on the monitor c/a board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was unable to recognize an electrode belt therapy electrode signal.